Event description:
On (B)(6) 2010, pt reported she had inserted a new infusion set and site this morning, but then noticed that the adhesive had peeled off of her skin and the cannula was part way out of her skin. Pt stated she removed it and inserted a new one; needed assistance priming the infusion set. Assisted pt with priming the infusion set and reattaching it to her new infusion site. Pt reported she uses IV prep wipes to prepare her skin for the site and that she was more active today than usual. Advised pt of adhesive dressings. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.